Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting or cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.